Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc) during use during dwell 3 of 4. The technical service representative (tsr) explained the message to the home patient (hp) and assisted with troubleshooting. The tsr assisted the hp with how to use manuals. There was no patient injury or medical intervention indicated at the time of the initial report.